Event description:
A malfunction was reported on the pump, but no events leading to the issue were noted. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.